Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, one haptic came off while manipulating. No further information available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).